Event description:
The customer reported that the 840 ventilator stopped cycling. There was no pt involvement. The customer reported to have replaced the analog interface pcb. The ventilator passed all testing.